Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a persistent connection issue and was unable to establish communication with the insertable cardiac monitor (icm). The patient attempted several troubleshooting steps, including turning off wi-fi, performing patient initiated interrogations (pii), forgetting and re-adding the device connection, and reinstalling the mylux application. Despite these actions and ensuring all permissions were enabled, the icm still did not pair with the patient's phone. The issue remained unresolved, and the patient was instructed to retry later or contact the clinic. Additional setup attempts using the patient's personal phone and a clinic mobile monitor (cmm) were also unsuccessful. Healthcare professionals tried different magnets and confirmed the implant could be felt, but pairing continued to fail. It was recommended to verify that the cmm in use was active and, if possible, to attempt pairing with a patient mobile monitor (pmm). The representative continued to support the clinic, and it was later confirmed that the icm was explanted due to the device performance issue. A new icm was implanted in the patient. No additional adverse patient effects were reported.